Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the power loss alarm is not functioning. The bench technician replaced the mainboard to address the issue. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the intellivue mp5 device that the power loss alarm is not functioning. The device was not in use on a patient at the time of the event. There was no adverse event reported.